Event description:
It was reported, that the patient presented for a generator change procedure. Prior to the procedure, upon interrogation, the atrial lead exhibited noise over-sensing and over-pacing in the right ventricular lead. The atrial lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.